Event description:
New information received indicates that the right ventricular lead also exhibited fracture and was capped and replaced on (B)(6) 2021. No patient symptoms were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing. The patient did not received therapy due to the oversensing. The noise was not reproducible in clinic. No resolution has been taken. No patient consequences.